Event description:
A customer reported an event of an ¿unusual odor¿ or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter hose clamp was tightened to resolve the odor/smell issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced in resolving this issue; therefore, no parts were available for further analysis. The assignable cause of the odor/smell is likely due to the catalytic converter hose clamp. The asp field service engineer tightened the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).